Event description:
It was reported that the insulin pump had physical damage to it. The blood glucose reading was 240 mg/dl when the insulin pump had been dropped onto the pavement. The most recent blood glucose reading was 304 mg/dl. The customer stated that she did not know why she had high blood glucose levels, but she treated with a manual injection, since she was no longer connected to the insulin pump. She stated that the insulin pump had a crack at the upper right corner of the device above the display screen, as well as one on the lower left side of the display itself. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.